Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
From (B)(6), the patient was admitted to the hospital due to an acute exacerbation of chronic obstructive pulmonary disease and was given anti-infective intravenous infusion treatment for the lungs. During the infusion process, the nurse discovered that the flexible needle interface of the intravenous indwelling needle was leaking and replaced it with a new indwelling needle. The patient was slightly dissatisfied with this, and the medical staff communicated and comforted him in a timely manner.

Manufacturer narrative:
1. DHR/bhr review lot 3290152. 1 this batch of products were assembled at intima ii auto line 2 in december 2023, and packaged at cfs package line in december 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see attachment for the test report. 4. The leakage of the catheter can be detected during the exhausting process prior to the puncture. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample has not been received, the damage state of the catheter tip cannot be identified, and the root cause of the leakage there cannot be confirmed.

Event description:
No additional information provided.